Event description:
Approximately eight months post implant during the patients clinic visit, it was identified that the blue data communication port on the patient's primary controller was damaged. An elective controller exchange was performed using the patient's backup controller. The site reported that the pump did not restart, the nurse immediately changed back to the patient's primary controller which also did not restart the pump. The patient became symptomatic and was admitted to the critical trial unit (ctu) and started on inotropic support. A new controller was issued and was said to have restarted the pump. Additional information was received which indicated the vad coordinator had disabled the vad stop alarm prior to the first controller exchange and then failed to depress the start pump button on the monitor after the first and second controller exchanges. The new controller exchange was performed by a different vad coordinator who pressed the start pump button on the monitor and the pump immediately started. The patient was reported to have stabilized. It was reported that the pump was stopped for approximately forty five minutes and the site was discussing taking the patient to the operating room for a pump exchange.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00225 and 00226) submitted for devices related to the same event. Evaluation in progress.

Manufacturer narrative:
The controllers were returned for analysis. Review of the manufacturing records indicates that these devices met all specifications for release. Controller ((B)(4)) passed all functional testing. However, the data communications connector was damaged. You could download log files but the serial port cable would not lock into place and could easily dislodge from the controller. The vad stop events that both of these controllers exhibited at the clinic is a direct result of the vad stop alarm being disabled. Once the vad stop was enabled, these controllers worked as intended. The root cause of this complaint is user error at the clinical site. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. (B)(4) hospitalization. This is report one of two reports (3007042319-2014-00225 and 3007042319-2014-00226) submitted for devices related to the same event.